Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction was traced to component failure. However, the most probable cause for deposits on the free lock lever could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited burn on the cable, watertightness failure of the cable, corrosion on the electrical contacts and deposits on the free lock lever. There was no patient involvement.